Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the jaws of the device did not close properly (caused scissoring). There was no pt consequence.